Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during an endoscopic ultrasound (eus) procedure performed on an unknown date. According to the complainant, during the procedure, after the first flange of the stent was deployed, it was noted that the first flange failed to expand. As the physician retracted the delivery system, the first flange came out of the pancreatic collection. The physician then deployed the remainder of the stent in the patient's stomach. After the stent was fully deployed in the stomach, it was noted that the first flange was fully expanded. The physician left the stent in the patient's stomach. Reportedly, the physician expects the stent to pass naturally. The procedure was then completed with a 10 x 10 axios stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.